Event description:
It was reported that, "left total knee failed."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. The x-rays and medical records were requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.